Event description:
The customer reported that the system exhibited 'pre-charge voltage errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.